Event description:
It was reported that the ilet user accidentally disrupted the infusion set during application, resulting in an incorrectly deployed set, after which the user replaced the set, attached the tubing, filled the cannula, and resumed insulin delivery with no reported impact to blood glucose. There were no reported adverse clinical effects. Outcomes included no health consequences or device alarms. Investigation included troubleshooting and user education. Investigation of this case revealed user handling contributed to the initial infusion set deployment issue, with proper re-insertion and priming resolving the event and restoring therapy. It was concluded, based on previously established findings for similar reports, that the cause was user error related to infusion set insertion and connection.